Event description:
A user facility reported that an electromechanical ambulatory infusion pump was involved in an under delivery event. The pump was set to deliver 5-fu at 1.2 ml/hr during a chemotherapy treatment. The patient returned to the clinc after 2 days with only 2-ml being delivered. According to the complainant, there was no serious injury associated with the event.